Event description:
Error 41.

Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Device logs were not provided so no review could be performed. The device was not received in brézins for investigation even though a return authorization was set up. No other complementary information was provided. Due to this lack of information the event cannot be confirmed and the cause remains unknown. A CAPA has been opened on defective pressure sensors but as this event is not confirmed it cannot be directly linked to it. This complaint is not confirmed. The trend is abnormal and reported risk is lower than estimated risk.